Event description:
On the catheter 5mm back from the tip. It looks as if someone had bent it waqy back. This was discovered during the procedure and they set it aside and used another unit with no problems.